Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred when the customer was not interacting with the pump. Reportedly, the customer's blood glucose levels were below 240mg/dl. A supply change was performed resolving the occlusions. Reportedly, the customer uses their pump supplies for more than 3 days. Tandem technical support educated the customer in the contributing factors that could cause an occlusion alarm.